Event description:
It was reported that the pump touchscreen was on, but the display remained black. The customer's blood glucose (bg) level was 600 mg/dl. Customer addressed bg with a manual injection. The customer reverted to an alternate method of insulin therapy.